Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product and confirmation of events from the physician has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and malposition.

Event description:
Patient reports left side capsular contracture, baker grade unspecified and "looks that the device is moving." Device remains implanted.

Event description:
Healthcare professional reported capsular contracture of baker grade iii, ¿peri-implant fluid¿, ¿increase of sensitivity,¿ hardening, pain, and ¿accommodation folds¿. Treatment included physiotherapy.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient additionally reported edema. Device has been explanted.

Manufacturer narrative:
H6. Health effect - impact code continued: f2203 - imaging required.

Manufacturer narrative:
Visual analysis of the photographs identified: capsular contracture : unable to observe as it is a medical event that is not related to the device. Malposition : unable to observe as it is a medical event that is not related to the device. Seroma-late : unable to observe as it is a medical event that is not related to the device. Crease folding of implant : observed. Edema : unable to observe as it is a medical event that is not related to the device. Anxiety-product/procedure : unable to observe as it is a medical event that is not related to the device. Lump/nodule: unable to observe as it is a medical event that is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reports left side capsular contracture, baker grade unspecified and "looks that the device is moving." Patient additionally reported edema. Device has been explanted.